Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). There was no patient involvement.

Manufacturer narrative:
During inspection and testing, it was observed the adhesive part of the objective lens was peeled off due to handling. In addition, service found there was a leakage due to holes in the universal cord. Scratches were observed on the control section, the up down plate, the nigiri cover, the video connector, the light guide connector, the light guide cover glass, and the video connector case. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.